Event description:
A caller reported that the quick bolus and wake button on the pump was difficult to press and required multiple presses to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to ensure the pump was not plugged into a power source and guided them on how to press the button effectively. The issue persisted with the button being extremely difficult to press. The customer continued to use the pump for insulin therapy.